Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube the stopper pops out of the tube. This event was reported to have affected 10,000 devices. The following information was provided by the initial reporter. The customer stated: "after blood collection the hemogard closure removed by itself. Nurses reported the caps did not hold well and blood contaminations occurred and caused problems with the pneumatic cylinders."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007341; medical device expiration date: 2022-09-30; device manufacture date: 2022-01-07. Medical device lot #: 1253825; medical device expiration date: 2022-05-31; device manufacture date: 2021-09-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-may-2022 h6: investigation summary bd did receive 4 samples from the customer in support of this complaint (2 samples for the batch: 2007341 and another 2 samples for the batch: 1253825). 4 returned tubes and 10 retained tubes from each batch of the bd inventory were functionally tested and , the customers indicated failure mode of closure separation was not observed additionally one photograph was attached from the customer in support of this complaint. The attached photograph shows a citrate tube with a detached cap and stopper assembly. Bd was able to confirm the customer¿s indicated failure mode based on the photograph attached, however returned and retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube the stopper pops out of the tube. This event was reported to have affected 10,000 devices. The following information was provided by the initial reporter. The customer stated: "after blood collection the hemogard closure removed by itself. Nurses reported the caps did not hold well and blood contaminations occurred and caused problems with the pneumatic cylinders."